Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the guidewire had difficulty in advancing through the right atrial (ra) lead while maneuvering within the atrium. The ra lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. A complete lead was returned in one piece. Stylet insertion test found obstruction/restriction in the inner coil at the distal region. After cutting the lead at the stylet obstruction/restriction region to examine the condition of the inner coil, the inner coil was found to be clogged with blood/body fluids. The cause of the reported event was isolated to the inner coil clogged with blood/body fluids.